Event description:
The user facility reported that during a patient procedure their trufreeze console was having "issues" booting up and shutting down. After a short delay, the trufreeze system was operating properly and the patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service specialist arrived onsite and reviewed the log files for the subject device. No issues were noted with the function or operation for the trufreeze console. During the patient procedure, user facility personnel had initiated the e-stop. User facility personnel filled the console and booted the device back up. The trufreeze console passed the built-in test (bit) and no further issues were observed. The patient procedure proceeded and was successfully completed. The trufreeze console operator manual states, "warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. Caution: depressing the emergency stop button on the front of the console halts the cryogenic delivery system and releases the pressure in the cryogen tank." No additional issues have been reported.